Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from french to english: on (B)(6) 2025, in the pediatric hematology unit, the protective film was found wet around the bidirectional valve (proximal red port of the broviac catheter) with a leak in the parenteral nutrition system. The valve and assembly were replaced. The consequences for the patient were incomplete administration of parenteral nutrition, a risk of infection, and air embolism. Additional information received from the customer: could you please confirm when the incident was first identified and at what point during the infusion it occurred? On (B)(6) 2025, but without specifying the time of day, during the infusion, but without specifying. Could you confirm the exact location of the leak? At the level of the protective film around the proximal valve (red line of the broviac catheter) could you confirm whether there is any visible damage to the product? We are unable to confirm this. Could you describe the sequence of events that led to the leak? The leak was noticed when the nurse visited the child's room while he was receiving parenteral nutrition via infusion.

Manufacturer narrative:
Device evaluation: a mz1000 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25015378. The feedback provided by the customer states that, "wet around the bidirectional valve (red proximal line of the broviac catheter) with leakage of parenteral nutrition." Further information from the customer has stated that the incident was identified during infusion and leakage was found at the level of the protective film around the proximal valve (red line of the broviac catheter). The leak was noticed when the nurse visited the child's room while he was receiving parenteral nutrition. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25015378 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 in the past 12 months.